Event description:
It was reported that during an appendectomy procedure, the device locked on tissue and would not open. A second device was used to transect the tissue with the device. Both the device, and tissue were removed. The procedure was completed with the second device.

Manufacturer narrative:
D4; h4, 6: information anticipated. But unavailable at this time.